Manufacturer narrative:
Mw5092915. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. However based on the event description provided by the customer, it was concluded that the cause of the issue was due to excessive electrostatic discharge. The issue with the described pumps is a result of the low-humidity/high electrostatic environment created by the hill-rom envella bed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had stop infusing. It was stated, "when we use the hill-rom envella bed in any of our units they cause additional static electricity that shorts the baxter sigma puts out causing them to stop infusing. Background: the hill-rom envella bed uses an air fluidized therapy as a part of their therapy surface, because the bed is continuously pushing air through the beds surface. It dries the area around it out causing an increase in static electricity that is made worse by the dry conditions of winter. Due to the decrease in humidity and the increase of static electricity, this causes the pump to error out and stop infusing." The problem was found during patient use (medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.